Manufacturer narrative:
The patient was admitted to the hospital on an unreported date between (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pneumoperitoneum manifested by nausea and abdominal discomfort after performing pd therapy with a homechoice device. The cause of the pneumoperitoneum was not identified. The patient was admitted to the hospital for the event. There was no remedial treatment for the pneumoperitoneum. The patient was reported to have received adequate dialysis, good drainage and had a good ultrafiltration rate. The patient¿s outcome from the event was unknown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The device met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon review of the results from the technical evaluation of the homechoice (hc) cycler, it was determined that the baxter homechoice device is no longer consider suspect product in this event (this determination was omitted on the follow up). No associated event was identified during the event history log review. The cycler analysis showed no device malfunction that could have caused or contributed to the reported events of pneumoperitoneum and abdominal distension. Should additional relevant information become available, a supplemental report will be submitted.